Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an initial implant. During the procedure, while placing the right ventricular lead the pacing impedance was always high. R waves could not be measured, and the lead was not capturing and exhibited high threshold. The lead was attempted to be implanted in the atrium with high impedance. Different analyzers and pacing cables were used but the issue was not resolved. The lead was not used and replaced. The patient was stable.

Manufacturer narrative:
The reported event were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damage.